Event description:
After implant placement I no longer have full use of both arms. My upper back, shoulders, chest and neck are in constant unbearable pain. I can barely hold onto the steering wheel of my car. My implants are painful, from day one, and I was constantly reassured this was ¿normal¿.